Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer, alleging material and immaterial damages related to damages allegedly caused by the degradation of pe-pur foam in recalled CPAP, bipap, and ventilator devices. Currently, no specific injuries, medical details, or individual cases are described. The manufacturer is currently seeking additional information.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974.